Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. The pulse generator could not be interrogated. A magnet response could be obtained and normal pacing was observed. No intervention was reported.